Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not provided. Review of the pump data logs by tandem technical support verified that the customer delivered a bolus prior to the low; however, it could not be confirmed if the bolus was the cause of the low bg. Customer drank soda to address bg. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.